Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 02181 was returned analyzed. During external visual inspection of the balloon segment, blood was observed inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications. During functional testing, the console terminated the application and generated system notice 50005 (safety system detected fluid in the catheter and stopped the injection). Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. The proximal bond was not uniform and was cut on some portion. Dissection of the outer balloon segment and pressurizing the inner balloon, identified the inner balloon distal bond was leaking and detached from the shaft. During inspection of the handle segment, blood was observed inside handle. In conclusion the reported visible blood was confirmed. The balloon catheter failed the returned product inspection due to an inner balloon distal bond detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the coaxial umbilical cable. The balloon catheter and the coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.